Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to not powering on. The receiver case was opened and a cracked and damaged battery was observed. A receiver download and functional test could not be performed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery. Additionally, the receiver charging cable and usb cable was returned for evaluation. A physical visual inspection was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.